Event description:
It was reported the patient experienced redness and warmth at the ipg site following their procedure. As a result, the patient was treated with oral antibiotics as a precaution, which resolved the issue with time.